Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device was discarded and therefore, is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. As no part or lot number was provided, the device history record and lot history cannot be reviewed. Although requested, add'l info has not been provided by the customer. All I-flow sterile products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Since there are other factors that can contribute to an infection, it is not possible to assign the source of this particular infection with the info provided. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
It was reported that the pt developed an infection at the insertion site and the culture came back (B)(6).